Manufacturer narrative:
Two fragments of the benchmark delivery catheter (benchmark dc) were returned to the manufacturer for evaluation. Upon visual inspection of the proximal end of the more proximal benchmark dc, the fragment appeared to have been cut. The coil was partially unwound, and some of the inner liner was collapsed. The distal end of the more proximal benchmark dc fragment was fractured at a location that would be approximately 14.0 cm from the distal tip of the catheter. The proximal end of the more distal benchmark dc fragment was fractured at a location that would be approximately 14.0 cm from the distal tip of the catheter. The coil wire was partially unwound. The more distal fragment was kinked in multiple locations and the distal end appeared to have been cut. The initial complaint indicated that after removing the benchmark dc, it was noticed that the distal segment was fractured off and held together by unwound coil. The distal tip of the catheter was removed using a snaring device. Two small fragments of the subject benchmark were returned for investigation: the fragment immediately proximal to the fracture and the fragment immediately distal to the fracture. These fragments appear to have been purposefully cut from the larger proximal- and distal segments by hospital personnel. The larger segments were not returned to penumbra for investigation. Evaluation of the returned device fragments confirmed that the benchmark was fractured at a location that would be approximately 14.0 cm from the distal tip. The coil wire of both fragments was partially unwound near the fracture location. Based on the complaint description, successful performance of benchmark during the procedure and final angiogram, and location of fractured segment (abdominal aorta), it is likely that the fracture occurred due to the catheter's interaction with the femoral sheath upon withdrawal. The femoral sheath was not returned and therefore could not be included in the investigation. Since only small fragments of the catheter were returned, the scope of the investigation was limited and the root cause of the complaint could not be determined. These devices are 100% visually inspected during in-process inspection. Additionally, all lots are tested for tensile strength and all tested units from this lot met specification. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the a1 segment of the anterior communicating artery using a benchmark delivery catheter. During the procedure, the physician removed the benchmark catheter from the patient, and noticed the benchmark catheter had become fractured and the metal winding had become exposed. Through imaging, ten centimeters of the distal tip of the benchmark catheter remained in the patient. The physician successfully removed the fragment of benchmark catheter using a snare device. The patient developed a soft tissue hematoma and no action was taken. Following the procedure, the patient also developed a femoral artery psuedoaneurysm which required a thrombin injection.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.